Event description:
Md getting ready to do pcnl procedure and testing the transducer prior to the procedure observed sparks coming from the transducer cord and the test was not able to complete. Cord completely burned off transducer at the area where the electric black cord and transducer meet.